Event description:
Complaint description: a hosp clinical systems engineer reported that perforation of the colon occurred during a colonoscopy procedure. The engineer mentioned that surgery for repair of the colon was performed the same day; the pt is recovering.